Event description:
It was reported that during an ankle joint arthroscopy the device was used for soft tissue ablation. After approx. 1.5 hours surgery duration and frequent use of the hf attachment, the surgeon complained that the device was getting very hot. Shortly thereafter, there was an explosion-like noise and the handpiece had a hole. No part of the device broke off. According to the surgeon no harm for patient, operator or third party occurred. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
The complaint is confirmed. (1) unpackaged ar-9815 apollo rf device was received for evaluation. Visual inspection revealed scratches around the ceramic, signs of usage around the electrode face, and tissue residue inside the orifices. It was also noticed that the right side of the handle had deformed, melting the exterior housing and producing an orifice of roughly 0.5 inch diameter. Functional testing was not performed due to the observed damaged condition of the device. The cause remains undetermined, but a likely cause can be attributed to extremely prolonged and continuous usage of the device, as the complaint describes, leading to heat buildup.